Manufacturer narrative:
A clinical review was performed through review of the software log and it could not be determined if use of the device caused or contributed to the patient outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer reported a patient death after use of the device. The customer was unsure if the device delivered defibrillation as intended.

Manufacturer narrative:
Stryker was able to access the device and software logs. The software logs contained no data for the date of the event therefore no cause for the reported event could be determined. This device is past it's serviceable life and was archived by the customer. The customer received a replacement device.

Event description:
The customer reported a patient death after use of the device. The customer was unsure if the device delivered defibrillation as intended.

Event description:
The customer reported a patient death after use of the device. The customer was unsure if the device delivered defibrillation as intended.

Manufacturer narrative:
Stryker was unable to determine if the device experienced issues, it was not made available for evaluation; however further information was received and the clinical review was done again. The customer reported the patient event of cardiac arrest was not witnessed and the patient was found with a laceration to the head with blood coagulating on the ground. Delay to defibrillation reduces the patient's chance of survival. This indicates the device did not cause or contribute to the patient outcome.